Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-apr-13. The rep stated that the cause of the high impedance was not determined. The whole system was replaced including the existing leads and extensions. The issue was resolved at the time of the report. It was noted that the leads and extensions would not be returned for analysis. No further complications were reported/are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3555-31, lot # unknown, serial # unknown, product type screening device; product ID 3487a-33, lot # v000839, product type lead; product ID 3487a-33, lot # j0542999v, product type lead.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the old lead/extension was tested with the new ins (which was being implanted on (B)(6) 2017) and it showed that contacts 4 and 6 were not in normal range. The lead/extension were tested in the multi-lead trialing cable (mltc) and it showed that all contacts were >10,000 ohms. Just the two quad leads alone were showing >10,000 ohms and when everything was tested with the new ins once again, all were showing >10,000 ohms. It was noted that there may be a fracture or disconnect in the lead/extension. It was confirmed that the lead configuration was correct. It was reported that they had programmed for 0 ¿ 7 and 8 ¿ 15 when they tested moving the lead from different ports in the mltc and ins. It was reported that the same high impedance was seen when testing the lead impedance with a screening cable and external neurostimulator. It was noted that healthcare provider could try switching out the extension and see if the problem resolved. No complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was asked but unknown.